Event description:
It was reported that "balloon burst " the device was removed and replaced in the same insertion site. Therapy was not delayed or interrupted. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon burst" is confirmed. During the investigation, two punctures consistent with contact from a sharp object, were found on the iabc bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "balloon burst " the device was removed and replaced in the same insertion site. Therapy was not delayed or interrupted. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).